Event description:
Reporter advised he had spinal stimulator implanted to help him with pain. He alleges after 6 months of implant he experienced a random shock from this device. This shock he describes as random and weird. He said the remote was always a life saver to shut the device off when the shock occurs. He had enough and shut off the device. After a doctor¿s visit he started using the device again in (B)(6) of 2017. Reporter believes the device made his injury worse as it was masking his pain. He received cortisone injection and decided to shut the device off. Sometime in (B)(6) after a doctor¿s visit he turned the device back on and he experienced the same negative adverse event and had two cortisone injections. This device according to reporter caused him more discomfort and decided he wanted the device explanted. The explant occurred in (B)(6) of 2019 and he experienced scarring, delayed healing and pain. Reporter believes he is worse off than before he had the implant and strongly believes it is a money maker for doctors and wants the FDA to be aware.